Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a power (damage with moisture ingress) issue. It was reported that there was moisture in the battery compartment and it was cracked. The alleged issue could not be resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up # 1 date of submission 7/19/2016. Device evaluation: the device has been returned and evaluated by product analysis on 6/29/2016 with the following findings: during visual inspection of the pump, it was observed that the battery compartment had two cracks and there was moisture damage in the battery compartment. A leak test was performed and failed due to the battery compartment leak. The pump was unable to power up and was completely unresponsive during the investigation. The "power¿ complaint was unable to be adequately investigated due to an inability to run 24 hour basal program. The pump was opened and there was no further evidence of moisture found.